Event description:
The patient was undergoing a partial colectomy for a perforated diverticulitis. The stapler was placed across the colon. The stapler was fired, and after the handle was released, it was noted that not all of the staples had closed completely across the staple line. According to the surgeon, "the knife cut across but staples fired halfway. We had to spend a great deal of time moving beyond the area of misfire and fired a new stapler across a 'virgin' area. The second stapler was the same model but this stapler had a different size of staple. The first load was green, # cr40g, contour stapler for the misfire. The second load was blue, # cr40b; contour stapler was used for the successful stapler use. There was no blood loss and no injury to the patient.